Event description:
It has been reported that the AED did not pass self diagnostic check.

Manufacturer narrative:
(B)(4). Reporting based on alleged malfunction - no investigation (customer previously removed from svc).